Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue of ¿device would not turn on¿ was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The following non-reportable malfunctions were found during the device evaluation: there was image failure due to the liquid crystal display panel failure, the screen frame had cracks and was flawed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high definition lcd monitor had the power go out. The issue occurred during a therapeutic procedure that was completed with a similar device. There were no reports of patient harm.